Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link y type extension set was not tightened properly and resulted in patient blood loss of approximately 5ml. The incident occurred during IV infusion of lactated ringer's solution. The nurse was flushing the set during priming and forgot to clamp off one of the lines of the set. The one link was also not fastened tightly enough to the catheter access device. When the infusion started there was a backflow of blood and the blood leaked between the one link and the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.